Event description:
It was reported that during a neurovascular procedure involving the coil concerto helix 2mm x 8cm and coil concerto helix 3mm x 8cm, several issues occurred. The nv-2-8-helix coil did not detach after four attempts with the instant detacher, and it migrated after positioning. Additionally, the nv-3-8-helix coil was found to be kinked at the distal end of the pushwire, and there was a kink or break in the pusher. The procedure involved the use of a boston scientific direxion microcatheter, and a continuous flush was administered. The patient's blood flow was high, and the vessel tortuosity was severe. No patient symptoms or complications were associated with this event. The devices were not returned for investigation as they were discarded. No patient complications have been reported as a result of this event. Ancillary devices: microcatheter boston scientific direxion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that in order to resolve the coil failure, the concerto was replaced with another coil. The cause of the concerto coil failure was not determined. The instant detacher lot number was ID-1, d008014. Prior to coil non-detachment, no issues were encountered. No pushwire damage was observed after removal from the patient. The information is confirmed by the physician.

Manufacturer narrative:
Product analysis #(B)(4) :equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5 drawing(s) referenced: n/a as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within a second unsealed plastic pouch, within a dispenser coil and within an introducer sheath. The unknown boston scientific direxion micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damage was found with the introducer sheath. A small amount of blood was found within the distal introducer sheath (figure f). The concerto pusher was found kinked at ~5.5cm from the proximal end (figure c). The pusher was found separated at the break indicator due to breaks on the three tack welds (figure d). The concerto implant coil was found damaged within its introducer sheath (figure e). Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿pusher kink/damage¿ and ¿coil kink/damage¿ were confirmed. It is possible the pusher kinking and coil damage occurred due to advancing against resistance caused by the reported severe patient vessel tortuosity. The customer report of ¿pusher separation¿ was also confirmed. The three tack welds were found present but broken, separating the coupler tube (positive load indicator and break indicator) from the rest of the pusher. It is possible retracting the pusher against high resistance while holding onto the coupler tube caused the tack welds to break. As the direxion micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.